Event description:
Information received indicates that during ECMO support a blood leak was detected at the gas outlet port of the device. The product was replaced during the case with no patient complication reported.